Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes educator that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 57 to 500 mg/dl on (B)(6) 2017 after admission. The customer was given intravenous fluids to treat. The customer experienced symptoms such as facial swelling. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had a dental abscess and alcohol abuse as reasons for admission. The insulin pump will not be returned for analysis.